Event description:
It was reported that the patient had a procedure with a delivery device and was given antibiotics following the procedure. Upon removal of the catheter the patient could not void. A second catheter was placed, and the patient was given flomax. The patient currently has a catheter in place and has experienced bleeding of an unspecified extent. The patient has a follow up visit with the physician. No further information was provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a procedure with a delivery device and was given antibiotics following the procedure. Upon removal of the catheter the patient could not void. A second catheter was placed, and the patient was given flomax. The patient currently has a catheter in place and has experienced bleeding of an unspecified extent. The patient has a follow up visit with the physician. No further information was provided.